Event description:
The iab was inserted into the pt on 8/5/98 at 9:00 a.m. And removed on 8/6/98 at 12:00 p.m. The iab did not malfunction. A vascular surgeon was consulted. The pt had severe bleeding which required surgical exploration and removal. Also, the pt has a transfusion. The iab was not returned to datascope. (Event complications: severe bleeding/transfusion/surgery-) reported 8/10/98. Pt's current status: unk - rpt'd 8/10/98.